Manufacturer narrative:
The customer¿s report that the tubing set filter leaked was confirmed. Testing only observed a leak (termed ¿weeping out¿) from the vents of the filter component. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. Visual inspection for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component disassembly was completed. No obvious issues were observed with the received samples. The root cause of the observed leak from the filter vents was not identified.

Event description:
It was reported the tubing set filter leaked during a methotrexate infusion with an approximated 25cc's of medication lost during use on a pediatric patient. Although requested, there is no additional information available.

Manufacturer narrative:
Concomitant medical products: two spiros adapters (two alcohol caps). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that they are a pediatric facility, therefore, it is presumed that the patient was a pediatric patient.

Event description:
It was reported the tubing set filter leaked during a methotrexate infusion with an approximated 25cc's of medication lost during use on a pediatric patient.